Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months ago the right ventricular (rv) lead exhibited electromagnetic interference oversensing that was recorded as high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.